Event description:
Customer reported they had two patient samples in the past week that were questionable. Patient a had a panic high ckmb, a normal myoglobin and a high ctni. The customer repeated the ckmb because it was a panic value and repeated within the normal range. The sample was rerun again and the results obtained did not match the initial or the first repeat. Customer collected a new sample and was able to obtain normal results for all three tests. The newly collected sample results were reported without further questions. Patient b had the same type of reproducibility after being tested for ckmb nad ctni. No death or serious injury was associated with the false high results. However an elevated troponin result above 0.50 ng/ml could potentially contribute to treatment decisions that may include cardiac catheterization.